Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely . The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received stating field representative reported that the ipg remains implanted and functional and previous reports of it being eol were made in error, therefore identified that there were no known allegations of deficiencies against the device.